Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve; echocardiographic findings verified a moderate paravalvular aortic regurgitation. Post dilatation was performed with a 26mm and 28mm zmed balloons. The paravalvular leak was reduced to mild. No additional adverse patient effects have been reported. Additional information was received that following the implant, the patient developed complete heart block. Subsequently a permanent pacemaker was implanted with no adverse patient effects. No additional adverse patient effects have been reported. Additional information was received that after implant of this transcatheter valve the patient developed a right groin hematoma. The site was monitored and resolved with no treatment required. In addition, one day post operatively, the patient developed right bundle branch block (rbbb) on echocardiogram. Three days after development of rbbb, left bundle branch block (lbbb) was noted. It was reported that prior to the implant of this transcatheter valve, the patient had incomplete lbbb. In addition, three days post-implant the patient was treated for fluid volume overload. The patient had a 3kg weight increase from baseline and required diuresis. The lungs were found to be clear. The valve remained implanted with no further adverse patient effects. Additional information was received that 6 months post valve implant, the patient was admitted to the hospital for ventricular tachycardia, lightheadedness and dizziness. The dual chamber pacemaker was replaced with a biventricular implantable cardiac defibrillator (ICD+biv), resolving the tachycardia. No other adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the product remains implanted and therefore has not been returned to medtronic. Device history review is not required as the event description does not indicate a potential manufacturing issue. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, and a conclusive cause could not be determined from the limited information available. The leak was reduced to a mild level using balloon post-dilatations. A mild pvl has minimal impact on the patient and is generally deemed an acceptable effect. Access site complications including hematomas are a known potential adverse effect associated with the procedure and this case did not require treatment. From the available information, a conclusive cause of the fluid overload could not be determined but could be related to medication. It was resolved with diuresis. Arrhythmias and conduction disturbances including complete heart block and ventricular tachycardia, are known potential adverse effects per the instructions for use (IFU) and in this case a permanent pacemaker was implanted and then replaced with ICD+biv and resolved with the risk-benefit ration in favor of the percutaneous aortic valve (pav). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.